Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, rewind, and basic occlusion tests. No motion sensor test failure or software error alarms occurred during testing. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The blood glucose at the time of the incident was 301 mg/dl; treated with insulin pen. The customer also reported receiving a motor position encoder error alarm and a device software error alarm. He stated he was unable to check the alarm history since the device was would not exit the prime loop. Troubleshooting was performed. The device was returned for analysis.